Event description:
A large leak where the catheter tubing meets the plastic adapter was observed prior to IV medication administration. There was no harm to the pt as a result of this incident.

Manufacturer narrative:
Representative units were received for eval on (B)(6) 2011. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).